Event description:
It was reported that during a ptca/stent procedure, as the stent delivery system(sds) was being advanced through the proximal area of the vessel, the stent became snagged on a piece of calcium, and was dislodged from the sds. A snare device was used to successfully retrieve the stent. The pt remained stable throughout the procedure.